Event description:
The facility representative reported a pump with failure code 570:320. Information was not provided regarding whether or not the event occurred during pt use. According to the hosp representative there was no pt injury or medical intervention reported.